Event description:
Pt diagnosed with right hydronephrosis secondary to right ureteral obstruction. Diagnostic studies demonstrated mass of the distal descending colon and proximal sigmoid colon with fistulization with the small bowel. During percutaneous insertion of nephrostomy catheter it appeared "frayed". The pt tolerated the procedure without any adverse effects.